Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had fallen and the right ventricular (rv) lead had a micro-dislodgement. The lead exhibited intermittent capture. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.